Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Information references the main component of the system, other applicable components are: product ID: 3387s-40, lot# v576414, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v571557, implanted: (B)(6) 2011, product type: lead.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that an impedance test was performed on the right implantable neurostimulator (ins) and resulted in electrodes 0/1 being 9 ohms at 1.5 volts and 23 ohms at 3.0 volts. A fall was also reported to be related to the event, but it was stated that the patient landed on his left side instead of his right. The fall occurred on (B)(6) 2016, but it was unknown when the low impedances began occurring. It was also stated that the patient's right ins was draining faster than the left ins; the battery was at 2.71 volts. A longevity estimate was performed with the following parameters: 3+2-0+ at 3.6 volts, 90 pw, 185 hz, with a therapy impedances of 118 ohms, and resulted in elective replacement indicator (eri) at 13.72 months and end of service (eos) at 16.72 months. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.